Event description:
Plaintiff alleges suffering from an immediate hypersensitivity to latex as a result of exposure to latex gloves. Further alleges that as a result of this hypersensivity, has suffered severe pain and suffering, expenses for medical care and treatment and will suffer wage loss and loss of earning capacity. Husband alleges loss of consortium of his wife.